Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, after the pocket was closed, poor capture and sensing were noted on the atrial lead. Electrocautery was used to re-open the pocket. Interrogation of the device revealed back-up operation. A new device was placed.